Event description:
During a site visit a philips field service engineer reported that the device had a red x (critical error) that could not be cleared and the display was dim. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). During a site visit a philips field service engineer reported that the device had a red x (critical error) that could not be cleared and the display was dim. There was no reported pt involvement. The philips field service engineer repaired the device by replacing multiple parts. After passing all performance assurance tests the device was returned to use. We are concluding that this was a malfunction where multiple defective parts caused a dim display and critical errors could not clear in testing.